Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump would not power on after the pump battery was replaced for a low battery alarm. The reporter confirmed attempting multiple new batteries without resolving the issue. The reporter confirmed that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump history showed that multiple call service 054 alarms had occurred on the date of the reported no power complaint. There was no damage found to the battery compartment of cap; the battery cap secured appropriately to the pump and the pump powered on normally with no alarms. The was exercised for 24 hours without alarms or power issues. The pump was opened and confirmed that there was no damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.